Event description:
It has been reported that the evita xl device shut down during transport while the batterys were depleted. This occurred during the transport of a patient. The device sounded an alarm. No adverse health effects on the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that an evita xl device, serial number (B)(6), manufactured in december 2006, stopped working during the transport of a patient. The device ran on the external battery for approximately 30 minutes and switched to the internal battery supply when the failure occurred. For the investigation, the information provided, including the device¿s logbook, was analyzed. The logs confirmed the reported behavior. The external battery¿s charge was insufficient, and the device switched to the internal battery prematurely. The internal battery was also unable to maintain its charge, which is why the alarms ¿internal battery discharged¿ and/or ¿internal battery only 2 min. Left!!¿ were not issued, and the power supply failed prematurely. The high-priority power failure alarm was issued, and the device opened the safety valve to allow for spontaneous breathing. During normal operation and with both external and internal batteries present, the evita first switches to the external batteries in the event of a power failure and informs the user. Depending on the installed battery capacity, the device continues to operate. In the event of a failure of all power supplies, the evita behaves as follows: when the internal power supply fails, ventilation stops, the screen goes black, and the emergency mode is automatically activated to allow the patient to breathe spontaneously. In this situation, the evita sounds a power failure alarm via the power failure buzzer for at least 2 minutes. The power failure buzzer is powered by gold caps independently of the power supply unit, ensuring that the audible alarm remains operational even if the power supply unit fails. During normal operation, the gold cap power supply to the buzzer is monitored. Based on the investigation results, it was also determined that prior to the event, both the internal and external batteries had already been in use for a very long time, and the time spent connected to the power supply was insufficient to fully charge the batteries. This led to a premature failure of the internal supply voltages. The capacity of the batteries in use must be checked regularly during maintenance. Under unfavorable operating conditions and with frequent transport, it may be necessary to replace the batteries earlier than planned. Both batteries were replaced, and the device was tested in accordance with the manufacturer¿s specifications without any deviations. The failure rate of the internal batteries is monitored and accepted by the responsible product quality board. The results of the investigation did not reveal any new risks not already included in the risk management plan.